Event description:
It was reported that a wireless module has fluid damage. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and evaluation was performed. The evaluation found the module's wireless connection capabilities inoperable with a "check battery" condition due to corrosion on the wireless module flex and radio printed circuit board as a result of fluid intrusion which caused the components to fail. The unit was determined to be irreparable due to mac address assigned as product serial number.